Event description:
A malfunction was reported, displaying the code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the device. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while instructed to call back if the issue recurred.